Event description:
It was reported that a patient was implanted with zero-p implant construct at c5-6 on an unknown date approximately one year ago for an acdf. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware due to a non-fusion. Surgeon removed all hardware with the exception of one screw shaft that broke during the removal. The screw shaft remains in the patient's c6 vertebral body. Patient was revised with cr spacer and vectra plate construct. During the revision, one of the four screw head broke during removal. The broken screw head was suctioned. The surgeon then used the drill bit with the conical screw (03.617.975) to remove the broken screw shaft but was unable to. At this time, the green handle on the handle with quick coupling (03.617.903) that was attached to the conical screw broke off. The broken handle was retrieved. The surgeon then used the torque limiting attachment (03.110.002) with another quick coupling and the torque limiting handle became bent at the connection. Surgeon then used another instrument to remove the remaining hard are with the exception of the broken screw shaft. After the procedure, the consultant noticed the tip of drill bit (03.617.975) was broken. X-rays taken during the revision surgery confirmed there were no broken instrument fragments left in the patient, with the exception of the broken screw shaft. Procedure was completed with no further problems. Report 1 of 1

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: there was no device received for investigation, the manufacturing records were reviewed and no complaint related issues were found. If the part becomes available for evaluation this complaint will be re-open and updated. Placeholder.